Event description:
Customer using reditube for emergent situation has seen an increase in bloody throats and follow up swallow studies. Reports from respirator and ER. "Difficult intubations and bloodier extubations." 19feb2019 additional information: several physician and clinical staff members reported marked difficulty with intubations, which was reportedly due to the rigidity of the endotracheal cuff.